Event description:
It was reported that bd precisionglide¿ needle was damaged. The following information was provided by the initial reporter: it was reported by distributor that product was damaged.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: it was reported the customer received defective product. As a sample was not returned a thorough sample investigation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly connected to a syringe. The needle assembly has no plastic shield and the needle inserted into a cube shaped fixture that appears to be made of delrin material. No other information could be obtained from the photo. A device history record review was completed for provided material number 305167, lot number 1026976. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that bd precision glide¿ needle was damaged. The following information was provided by the initial reporter: it was reported by distributor that product was damaged.